Event description:
Additional information revealed that the patient underwent surgical intervention wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy and the issue has reportedly resolved.

Manufacturer narrative:
The reported high impedance was confirmed. Visual inspection showed a kink in the lead body where all the internal wires were broken. As the outer tubing of the lead body where the fracture was located was not breached and the patient had ineffective stimulation after being re-programmed, the broken wires are consistent with the lead being subjected to stress or a sudden event while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2019-07006. It was reported that patient was not receiving effective therapy from the right s2 lead. It was found that the right lead was showing high impedances. In turn, surgical intervention may be planned to address this issue. Note: as it is unknown which lead is the right s2, both leads are being reported.